Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : other/suspicious for maybe perforated essure thru tube??'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergic rash"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), anxiety ("psych injury/anxiety"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), depression ("psych injury/depression"), rash ("rashes or skin conditions"), migraine ("migraine/headache"), vision blurred ("vision/eye problems type: blurry vision"), abdominal distension ("gastrointestinal or digestive type: bloating"), constipation ("constipation"), irritable bowel syndrome ("ibs") and scar ("scar tissue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries) and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, dermatitis allergic, vaginal infection, vaginal discharge, anxiety, cystitis, urinary tract infection, fatigue, tooth disorder, headache, weight increased, depression, rash, migraine, vision blurred, abdominal distension, constipation, irritable bowel syndrome and scar outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, constipation, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash, scar, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: she received treatment for allergy, psych injury, bladder infection, uti, vaginal infection and vaginal discharge. Date(s) of insertion: (B)(6) 2018 ( discrepancy noted as per pfs) current weight 240 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. New events: vaginal bleeding, depression ,anxiety, rash, migraine, blurry vision, bloating, constipation, irritable bowel syndrome, scar were added. Event perforation was updated to fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergic rash"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, dermatitis allergic, menorrhagia, vaginal infection, vaginal discharge, psychological trauma, cystitis, urinary tract infection, fatigue, tooth disorder, headache and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, perforation, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for allergy, psych injury, bladder infection, uti, vaginal infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- perforation : other, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, psych injury, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, dental problems, headaches and weight gain were added. Medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.